Event description:
Pdc received a call on (B)(4) 2013, reporting a medical intervention that occurred on (B)(6) 2013, at 4:00 am and 8:00pm. Pt's mother (ph) stated that pt was sweaty and couldn't breathe properly, was sick to his stomach, his face turned red and she thought he was having a heart attack. The reading on the prodigy meter at the time of the event was 120 mg/dl. Ph called paramedics immediately. Paramedics performed 2 glucose tests on their meter with readings of 245 mg/dl and 230 mg/dl. Approx 10 minutes had passed between testing with prodigy meter and paramedics meter. Patient declined to go to the emergency room. Paramedics performed EKG (no results given) pt was also given oxygen. Blood pressure was also taken and was 120/70. Pdc sent replacement & prepaid envelope requesting return of suspect device.